Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system triggered a lead safety switch (lss) due to a low out-of-range pace impedance measurement less than 200 ohms. While the patient was in-clinic, noisy impedance measurements were noted, and rv threshold testing revealed unexpected capture down to 0.1 v. Technical services (ts) discussed that it was highly unlikely that non-capture was observed down to 0.1 v, and this observation was consistent with a gate oxide defect in pacing switches of internal circuit with the potential for lead corrosion. This provided more current to the lead than the expected decreasing output during the threshold test, giving the false impression of rv capture at a lower output. Urgent device replacement was recommended. While the degree of rv lead corrosion was unclear, rv lead replacement was also recommended. Additional information received indicated that the pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p), a new rv lead was placed, and the existing rv lead was implanted into the left ventricular (lv) port. No additional adverse patient effects were reported. The pacemaker was returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.